Event description:
Per repair statement, the unit was alarming or red light.

Manufacturer narrative:
Per repair statement, the unit was alarming or red light. The key failure was the poppet valve on the solenoid having foreign substance in it. Additionally, the clamp on the manifold was causing leaking from the hose, the heat exchanger was leaking, and the smart pack was dirty.